Manufacturer narrative:
(B)(4). Investigation results: a fully deployed wallflex biliary rx stent was returned for analysis. The stent delivery system was not returned. A microscopic examination of the stent found that the retrieval loop was kinked. This type of damage is consistent with the application of excessive force. It is likely that this damage occurred during the removal of the stent. No other issues were noted with the profile of the stent during the product analysis. The cause of the damage noted during the analysis was likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after the wallflex biliary rx stent was deployed it was observed that the stent was misshaped and had become lodged upon removal of the delivery system. The wallflex biliary rx stent had to be removed from the patient. The procedure was completed with two plastic stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after the wallflex biliary rx stent was deployed it was observed that the stent was misshaped and had become lodged upon removal of the delivery system. The wallflex biliary rx stent had to be removed from the patient. The procedure was completed with two plastic stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.